Event description:
A nurse reported that the system had power issues and was noisy during a procedure. An alternate system was used to complete the case with no impact.

Manufacturer narrative:
The company rep examined the system and identified power issues in the event log. The company rep then reset the power controller printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively.